Event description:
It was reported that the customer had high blood glucose levels of 489 mg/dl in the past. The customer requested assistance which of her insulin pumps were the newer insulin pump as she would like to use one of them as a back-up insulin pump. Assistance was provided. The customer also reported no delivery alarms from the insulin pump in the past. The customer also reported a bent cannula from the infusion set of the insulin pump. The customer reported that they have with another insulin pump from another company. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.